Event description:
The customer reported to baxter (B)(4) regarding the control-a-flo set in which it was observed to be leaking during priming. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was functionally tested and the reported condition could not be confirmed. The returned sample was tested under water at 0.56 bar of air pressure for leaks and no issue was observed. The set functioned correctly. Therefore, no assignable root cause could be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.